Manufacturer narrative:
Sc-1160, sn (B)(4): device evaluation indicated that the device passed all tests performed. Sc-8336-50, sn (B)(4): device evaluation indicated that visual inspection found the lead was cleanly cut and damage was similar to the typical explant damage.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 21420486, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively.